Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system functioned as designed. It was reported that the outlets at the site were not operational. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
Medtronic received information that, while outside of a procedure, the line power light of the viewing station of the imaging system was not illuminated. It was reported that the system was not receiving power when plugged into a known operational outlet. There was no patient present when this issue was identified. No additional information was provided.